Event description:
It was reported that foley catheter had issue. For (lot: ngkq3983) and (lot: ngjz1698). As per the follow up information received via mail on 21oct2025, stated that exact issue was burst balloon on inflation.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event is confirmed manufacturing related. Received 2 all silicone foley catheter with packaging. Verified material number: 175812 batch numbers: ngjz1698 and manufacturing lot numbers: ngju5066 and ngjy4850 (pr14663315). Visual inspection noted no obvious observations. Both samples were tested. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak for both samples. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had issue. For (lot#ngkq3983) and (lot#ngjz1698 ).